Event description:
It was reported that, "surgeon applied a 12 hole proximal tibial plate. The targeter was being used. A k-wire was placed proximally. Next the whirly bird was used in the shaft to push the plate to the bone. Next a cortical screw was placed proximal followed by 3 locking screws proximally. Next, sleeves were inserted into the 2 most distal holes w/use of trocars. Both holes were drilled. Screws were inserted on power into 2 most distal holes. Neither screw sat down. The hand screwdriver was used on the second to last screw and the head of the screw popped off. The last screw was backed up and reinserted and sat down. There was a delay in surgery of approximately 5-10 minutes to get the screw head out of the tissue and...

Manufacturer narrative:
Device not returned, no evaluation will be performed. If the device or additional information become available it will be provided on a supplemental report.